Manufacturer narrative:
The technician found the upper limit switch was out of adjustment. The technician adjusted the limit switch, cleaned, and lubed the trend box.

Event description:
Information received indicates the bed has no trendelenburg function.